Manufacturer narrative:
Lot #, corrected data: initial report inadvertently did not include lot number.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's generator was showing high impedance. X-rays were reported to have been taken and nothing of concern was noted by the physician. The physician is continuing treatment like normal. A review of the generator and lead manufacturing records showed that it passed all functional specifications prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance greater than equal to 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. No additional relevant information has been received to date.